Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low reading during testing. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation found the device to function normally. No failure was confirmed, no relationship to the reported condition could be established. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.